Event description:
It was reported that an error occurred with the cgm. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by performing a pump reset with guidance from technical support, and the sensor session was started without further errors.